Event description:
After almost one month of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4), 2011.the analysis on this device is pending.

Event description:
After almost one month of implantation, this ICD was explanted because of an infection.